Event description:
The initial complaint was reviewed and found not reportable. The impacted product of this complaint is patient specific guide graft harvesting (sd900.102) and materialise is the legal manufacturer of this product and has reporting responsibility.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon called to discuss a pedicle/ skin paddle on the fibula graft. The surgeon mentioned during the planning session that the engineer had told him in order for it to work, he needed to use a graft from the contralateral side. The surgeon was having difficulties conceptualizing this and would have preferred to use the ipsilateral side. This proved to be the case, as he again commented that the graft should have been raised from the same side as the mandible. This has led him to voice his concerns about the case next week. They are resecting the right mandible, but taking the graft from the left fibula. This report is for an unknown fibula t-plate. This is report 1 of 1 for (B)(4).